Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that rep called stating the patient has been on ld programming for awhile and it has been working well with one program on groups a, b, c, and d. Rep states that about a week ago the patient began to experience inability to adjust intensity. Rep states the patient has a rate of 33 hz and he had the patient decrease intensity down to 3.0 ma , but she got the same message stating intensity could not be adjusted. Rep states the patient then adjusted their intensity down to 1 and rate to 25, but they cannot adjust it higher, and the same thing is happening with program b. Ts advised rep to meet with the patient to look into impedances. Rep plans to meet with them. Rep is unsure who the patient's physician is. The  rep later called in and noted there were high imped ances. 0-40000 2-32680 3-40000 4-40000. There was a loss of stimulation. Patient was getting oor message on controller. Impedances were checked and were high. Was able to program around as best as the rep could to capture good stimulation with other lead.  Patient saw hcp today to discuss lead replacement if she decides to do this down the road. Rep was able to reprogram her and avoid using the bad electrodes. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the doctor and patient decided to do a lead revision and both leads were replaced today. He felt replacing both would be best for positioning even though only one lead had impedance issue. Pt was programmed after and had great coverage of both legs and feet. Impedances were all wnl.